Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the plunger came off during the filling of the reservoir. Customer tried another reservoir, the plunger was not screwed in. Customer mentioned the belt clip was broken. Customer's blood glucose was 492 mg/dl. Customer mentioned he was taking steroids might cause high blood glucose. Customer reported the device alarmed a finish loading alarm. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir and performed pre-fill test to reservoir per specifications. Reservoir passed no air bubbles were observed during analysis. Checked o rings/stopper groove for defects and none were found. No air bubbles noted, the reservoir plunger easy to connect and release properly.